Manufacturer narrative:
The reported events were dislodgement, failure to capture, failure to sense, and low pacing impedance. As received, a complete lead was returned in two pieces for analysis. The reported events of failure to capture, failure to sense, and low pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix was fully extended and clogged with blood. The measured full helix extension length was within product specification.

Event description:
It was reported that the patient presented in-patient after an unrelated procedure and abnormal pacing was noted. Upon review, failure to capture, failure to sense and low pacing impedance were observed on the right ventricular (rv) lead. X-ray was performed and revealed a dislodgment of the rv lead. During lead repositioning, the lead's helix was attached with tissue. The lead was explanted and replaced. The patient was stable.